Manufacturer narrative:
Product analysis the customer returned one image. The image shows a balloon filled with red solution. When the image is enlarged it looks like the balloon bond is stretched. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a pacific plus balloon during treatment of a lesion in the proximal region of the left anterior tibial artery. There was moderate tortuosity and calcification. The patient was reported to have multiple tight stenosis points at the superficial femoral artery (sfa) downwards. A 6fr non medtronic sheath and a 0.018" non medtronic guidewire were used. A medtronic everest 30 device was used for inflation with diluted contrast as inflation fluid. The pacific plus was prepped as per the IFU with no issues identified. The balloon was delivered over the wire to the lesion and inflated to rbp. It was reported following the first inflation the balloon was slow to deflate at the lesion site. It was deflated and removed through the femoral sheath. The device had not passed through a previously deployed stent and no resistance was met during advancement. The nurse attempted to flush the guidewire lumen and found that water was not coming out from the tip of the device. The balloon was inflated instead and the balloon contained blood water that cannot be drained by flushing both ports. The device was discarded as blood product cannot be removed and cleaned from the device. The doctor commented that the balloon had a premature failure because only used once. Another balloon with the same diameter was used.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.